Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display.

Manufacturer narrative:
The information provided about product code was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call stated that customer was suffering from low blood glucose. Blood glucose at the time of event was 53 mg/dl. Customer treated low blood glucose with food. Customer stated that while shaking insulin pump customer heard fluid. Customer reported that fluid was there under the screen. Customer stated there was no crack on the insulin pump. Customer stated that this was the 7th insulin pump which stopped working after gone in water. The insulin pump will be returned for analysis.